Event description:
The customer reported that the images were freezing on the system. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the monoblock tube and adjusted the system. The system operates as intended.